Event description:
Reportedly the device was applied properly but the staple line was malformed. The surgeon had to resect the portion of the staple line that didn't form and over sew the tissue. There were no reported ill effects to the patient.